Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a cracked right plunger case and broken tamper seals. The device's event history log was reviewed for evidence of the reported problem, found syringe plunger not in place" alarm in log. To conduct functional testing the device had a flow test performed. Upon testing, the reported problem was duplicated. It was determined that the root cause was the broken q1 chip that was loose from the plunger pcb. To address the issue the plunger pcb was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a continuous plunger alarm error. No adverse patient effects were reported by the customer.